Manufacturer narrative:
The investigation determined that false reactive vitros ahbs results were obtained from a patient sample and a non-vitros (biorad) quality control fluid when tested on a vitros eciq immunodiagnostic system. A definitive cause of the discordant, reactive vitros ahbs results was not established. An instrument issue cannot be ruled out as a contributor to the event, as no precision testing was performed around the time of the event to verify the performance of the vitros eciq immunodiagnostic system. An ortho fe visited the customer site and inspected the instrument and changed the vac, adjusted the well wash volume, changed the signal reagent metering probe position and serviced the luminometer. Following ortho fe actions, post-service precision testing on the instrument was within acceptable guidelines. Additionally, quality control results were acceptable following fe actions and there have been no reported recurrence of false reactive vitros ahbs results since ortho fe actions. A vitros ahbs reagent issue cannot be ruled out as a contributor to the event, as no historical quality control data was provided when requested. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahbs lot 3280 and vitros ahbs lot 3320. The false reactive vitros ahbs results were not reported from the laboratory. However, the investigation cannot conclude that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of this event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report reactive vitros anti-hbs (ahbs) results when testing a patient sample and a non-vitros quality control fluid on a vitros eciq immunodiagnostic system. Both the patient sample and non-vitros quality control fluid were expected to be negative for ahbs. Patient 1, vitros ahbs reactive results of 38.1, 17.1 and 20.7 miu/ml versus the expected result of non-reactive. Biorad viroclear, lot 107740, vitros ahbs reactive results of 19.8 and 20.1 miu/ml versus the expected result on non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected patient sample results were obtained on non vitros biorad fluid, as well as a known negative patient sample that customer uses as a control fluid. The results were not reported outside of the laboratory and there was no allegation of patient harm. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).